Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that when the radical 7 touchscreen handheld device was connected to docking station the device was switched on and the display started showing various parameters. After a few moments, the radical 7 handheld device was disconnected from the docking station for transportation purpose. The handheld device was working absolutely fine. Once the purpose was over, the handheld device was reconnected to docking station. The handheld device switched off abruptly. The device had to be restarted. Disconnecting and reconnecting the handheld device to docking station was also tried, however the problem is intermittent. Handheld device gets charged by the docking station during this time. The customer expressed a concern if this device is connected to patient then there would be a problem in monitoring the patient. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to turn on but would shutdown within a few seconds with 10 beeps observed (watchdog alarm). The instrument board was replaced and the device functioned as designed.